Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2003, the plaintiff was implanted with pelvic mesh product to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and physical deformity, has undergone and will undergo corrective surgery or surgeries." The plaintiff's attorney also alleges that the plaintiff has "debilitating neuromas."